Event description:
In 2000, a 28mm diameter x 16.5cm length aneurx bifurcated stent graft was placed for the endovascular treatment of an 8 cm diameter abdominal aortic aneurysm in a pt with a history of chronic obstructive pulmonary disease, hypertension and arterial vascular peripheral disease. The patient's aortic anatomy was quite tortuous, having a 2.5 cm long aneurysm neck. The pt also had severely tortuous, ectatic iliac arteries. Following successful deployment of the bifurcated stent graft, additional stent graft extension cuffs were required to provide a sufficient vascular seal. Subsequently, the physician made multiple attempts at cannulating the contralateral iliac limb in order to deploy the corresponding iliac leg stent graft. The physician attempted to deploy three iliac leg stent grafts into the contralateral iliac limb, but was unable to do so due to the ectatic, tortuous nature of the artery. Due to the procedure being prolonged, the physician then decided to perform a femoral to femoral bypass graft procedure to restore distal arterial flow. The aneurx stent graft system is indicated for use in patients with adequate iliac/femoral access, which is contrary to this patient's vessel anatomy. The pt expired of causes unknown to medtronic/ave 2 weeks following the procedure. Initial information received from the physician indicates that the death is not related to the procedure, however, subsequent attempts of obtaining the cause of death from the physician have been unsuccessful. Separate medwatch reports have been submitted for each device related to this event.